Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two perclose proglide devices are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement was attempted in the left common femoral artery (lcfa) with three proglide devices using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6f. Reportedly, when the plunger was removed from the three proglide devices, the sutures came out with the plungers. The suture of a fourth proglide device was placed successfully using the preclose technique. Suture placement was achieved in the right common femoral artery (rcfa) with two proglide devices. The sheath was upsized to an 18f in rcfa and the tavi procedure was completed. Hemostasis was achieved in both the lcfa and rcfa with the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.